Event description:
Healthcare professional reported against unknown side device "there was a possibility that water was leaking," device status is unknown.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation, "possibility that water was leaking".

Event description:
Healthcare professional reported against unknown side device "there was a possibility that water was leaking," device status is unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation: observed opening on radius side assessed as surgical damage. As per the investigation procedure, creases, non-penetrating nicks, wear abrasion and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions.

Event description:
Healthcare professional reported against unknown side device "there was a possibility that water was leaking," device explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation: observed opening on radius side assessed as surgical damage. As per the investigation procedure, creases, non-penetrating nicks, wear abrasion and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions.